Event description:
While manipulating the pt's knee in flexion, the straight clamp on the fixator kept loosening, allowing the pt's leg to go into varus. The fixator was replaced in the md's office without a second surgery. There was no injury to the pt.